Event description:
It was reported that stent dislodgement occurred. A 3.00mm x 16mm liberté¿ stent was advanced to treat the lesion but during introduction the stent slipped from the balloon.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte stent delivery system (sds) with stent. There was contrast in the inflation lumen and between the stent struts and blood in the guidewire lumen and between the balloon folds. The balloon was tightly folded with the stent secured on the balloon. There were numerous kinks throughout the hypotube and the distal tip was damaged. Microscopic examination revealed that the stent was secure on the balloon and not dislodged; as reported. Microscopic examination also revealed that the first distal row of stent struts were flared and bent. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.00mm x 16mm liberté¿ stent was advanced to treat the lesion but during introduction the stent slipped from the balloon.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).